Event description:
On (B)(6) 2012, iabp placed in cath lab clotted 30 minutes after insertion. Replaced in cath lab. On (B)(6) 2012 ,arterial line with dampened waveform. The 2nd arterial sheath clotted with heparinized saline on pressure bag. Iabp weaned and d/c'ed (B)(6) 2012.